Event description:
Patient reported undergoing "revision surgery to reposition my original lap-band" as this one "had slipped." The patient adds that after this revision, "I feel hungry, think about food all the time and can eat almost anything I put into my mouth," "I have gained back 35 pounds." Further follow-up will be conducted to gather additional information.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported events of band slippage and vomiting as follows: ¿slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal.¿ device labeling addresses the reported event of nausea as follows: ¿nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended.¿